Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a libre 3 plus sensor and a 23-inch, 6 mm contact detach infusion set, with a manual fingerstick showing 450 mg/dl and the cgm reading ¿high,¿ after breakfast; small to moderate light-purple ketones were noted, and the caregiver planned a full supply change after being advised to change infusion sites every two days. Symptoms included hyperglycemia and elevated ketones. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or specific component involvement, and no findings were available to attribute the event to the device. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.